Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 3 years post tavr procedure, echo revealed mild aortic valve regurgitation, a peak aortic valve velocity of 3.7 m/sec, a mean gradient of 36.0 mmhg, an lvot velocity of 1.1 m/sec with a dimensionless velocity ratio of 0.3 and moderate-severe aortic stenosis. The patient has been scheduled for a valve in valve procedure. Additional information hospital medical records indicated that post deployment tee showed trivial paravalvular leak, mild central aortic insufficiency, an aortic valve (av) mean gradient of 33mmhg and av area of .90cm². Pod4 tee showed valve was appropriately functioning with no evidence of pvl and a mean aortic valve mean gradient of 21mmhg. Pod43 tee showed no evidence of aortic insufficiency, an av mean gradient of 10mmgh and av area of 1.37². Pod 1 year tte showed trace aortic valve regurgitation, an av mean gradient of 11.5mmhg and av area of 1.4cm². Approximately 3 years implant tte showed mild aortic valve regurgitation, moderate aortic stenosis, a mean gradient of 37.5mmhg and av area of 1.2cm².

Manufacturer narrative:
Additional information received indicated the surgical intervention procedure was cancelled for unknown reasons. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed; however, it is possible patient factors contributed to the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should additional information be received, a supplemental report will be submitted.